Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the affiliate via email that during an arcr surgery the device was leaking at the connected part. The surgery was completed by using another manufacturer¿s device. It was brand new and the first use when the issue occurred. There was less than 30min. Surgical delay and no harm to the patient.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: correction: h6: method codes: device history record review was inadvertently not noted on the previous report; therefore, this field has been updated accordingly. H6: result codes, conclusion codes: further investigation has updated the investigation; therefore, the investigation summary, results codes and conclusion codes were updated accordingly to reflect the updated information. Updated investigation summary: the device was received for evaluation. The device was visually inspected and where one of the fittings was connected to the tube was not sealed properly. This would allow the fluid to leak out of the tube set. The section of the tubing with the filter in it that contains the connector that attaches to the pump was filled with fluid. This indicates that the fill chamber on the tube set was over filled. Once this filter becomes wet no functional testing can be performed on the tube set. The wet filter will not allow the air to pass through which is needed for this testing. The tube set was also filled with an unknown fluid, so no other testing was performed. This complaint can be confirmed. A DHR review indicated that no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. The failure rate was calculated over the three previous years for this fault on the 284508 tube set and the rate was determined to be .001%. At this point in time, no corrective action is required, and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: DHR review; part number: 284508, supplier lot number: 4321, qty of lot: (B)(4), manufacturing /release to warehouse date: 04/18/2018, expiration date: 03/31/2020, supplier: (B)(4), manufacturing site: fms harmac. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition.

Manufacturer narrative:
Product complaint # : (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated. Visual inspection could not find any cracks or leaks in the tubing. The section of the tubing with the filter in it that contains the connector that attaches to the pump was filled with fluid. This indicates that the fill chamber on the tube set was over filled. Once this filter becomes wet no testing can be performed on the tube set. The wet filter will not allow the air to pass through which is needed for testing. The tube set was also filled with an unknown fluid, so no other testing was performed. This complaint cannot be confirmed.a DHR review indicated that no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. We cannot determine what caused the user to experience the reported event; we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required, and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).